Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reported falsely elevated architect stat troponin-I generated from architect analyzer (sn: (B)(6)) and provided the following data: customer reference range: <0.08 ng/ml. On (B)(6) 2026, sample ID: (B)(6): 69 year old male. Results generated from sn: (B)(6) were 0.000, 0.000, 0.111, 0.000 & 0.000. When repeated on sn: (B)(6) the results were 0.000 & 0.004. On (B)(6) 2026, sample ID: (B)(6): 61 year old female. Results generated from sn: (B)(6) were 0.101 & 0.00. When repeated on sn: (B)(6) the results were 0.003 & 0.000. On (B)(6) 2026, sample ID: (B)(6): 93 year old female. Results generated from sn: (B)(6) were 10.596 & 2.474. When repeated on sn: (B)(6) the results were 2.367 & 2.396. On (B)(6) 2026 sample ID: (B)(6): 66 year old female. Initial result was 3.255. When repeated on the same analyzer the resutls were 0.000 and 0.000. Sample ID: (B)(6): 87 year old male. Initial result was 3.537. When repeated the resutls were 0.004 & 0.008. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.